Manufacturer narrative:
Product analysis: analysis was able to confirm the battery drawer was broken. Analysis also noted the lower case was contaminated, the upper case was broken, the hanger assembly was damaged, and the main seal was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken battery door. The epg was returned for service. There was no patient involvement.